Event description:
Intravenous transfusion specialist states that acct. Is having an ongoing problem with the luer connections on the stopcocks both proximal and distal. States the luer tightens down and then "backs" off and loosens resulting in leaking. States there have been no pt. Injuries reported, but the nurses are getting very frustrated.